Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: the lamp is assembled with a non-olympus device. Lamp life is 500 hours. Based on the results of the investigation, a definitive root cause could not be determined. The front panel blinking was unable to be reproduced by olympus and the error e103 likely occurred due to a defective xenon lamp. The event can be detected/prevented by following the instructions for use which state: warning, never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the site visit by field service engineer, the customer reported phenomenon was found, but unit was functional. The device was returned to olympus and upon evaluation, customer allegation was not duplicated. The equipment was kept under observation for a day and no front panel blinking issue was found. During evaluation, the following were found: an error e103 coming on monitor screen intermittently due to faulty xenon lamp, high function not working intermittently due to faulty hinge unit and the turret unit had an abnormal sound. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the front panel of the evis exera iii xenon light source was blinking. The issue was found during preparation for use for a therapeutic endoscopic retrograde cholangial pancreatography (ercp) procedure. The procedure was completed by the same device. There was no delay to the procedure. There were no reports of patient harm.